Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: p3d0338); sigphandle, sig power sigphandle handle (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic robotic gastrectomy, during residual gastro jejunal anastomosis, used for side-to-side anastomosis between the remnant stomach and elevated jejunum, the device only fired for about 30mm only instead of 60mm after an unknown indication appeared on the screen. The surgeon was unbale to see if there excessive force indication was displayed. The sound of third shift of excessive force gauge was determined as firing completion and released. Afterwards, another cartridge with the same handle was used for additional resection.